Event description:
It was reported that (1) ax55g was used during a "low anterior resection" procedure. It was reported by the rep that the instrument was placed on sigmoid colon, closed completely and fired. Upon opening of instrument the surgeon did not see or feel any staples or staple line. Another instrument was opened and fired successfully. There was no consequence to pt.